Manufacturer narrative:
On april 27, 2016, it was reported that the hand piece ate the graft. On may 18, 2016, it was clarified that the issue occurred during surgery. There was no extension to the surgery. There was harm/injury to the patient or operator as the surgeon tried replacing the blades three times which kept on damaging the graft. The surgery needed to be completed with an alternate device. There was no medical intervention/additional surgical procedure required in the event. On may 19, 2016, further information clarified that the surgical technique for the product was utilized and that the blade was properly placed for use. The device also had not been repaired by someone other than zimmer biomet. The customer returned the air dermatome device for evaluation. The customer also returned a hose, screwdriver and 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) three times as documented in the repair reports. The last repair was february 25, 2016 where it was reported that the device was leaking at the hose connection and the nicked head, control bar, hose, swivel and standard repair parts were replaced. This is not a related issue. Air dermatome, serial number (B)(4), was manufactured on august 23, 1993, is over 22 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome on may 3, 2016 revealed slight scuffs and scratches throughout the device. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. There was no apparent damage noted to the width plates. The safety and thickness control lever operated as intended. The master blade, serial number 10, sat flush with the control bar. The device was tested with the test hose and the motor operated within motor speed specifications. The device was tested with the customer hose and the motor operated within motor speed specifications. It was noted that it was difficult to connect the customer hose to the hand piece. Repair of the air dermatome was performed by zimmer biomet surgical on may 6, 2016 which included replacement of the worn calibrating shaft and standard repair parts. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the hand piece ate the graft¿ was non-verifiable as the device appeared to operate as intended during the initial inspection. The root cause of the reported event could not be specifically determined, but is most likely related to an issue with the user technique. The IFU states that ¿depress the throttle to start the cut. Guide the unit forward using a slight downward pressure to ensure that the cutting edge remains continuously firmly in contact with the donor site.¿ air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was initially reported that the hand piece ate the graft. Additional information received may 18, 2016 stated the event took place during surgery and there was harm, injury or an adverse event to the patient or operator.